Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg and percutaneous lead on (B)(6) 2010. It was reported that a knot has developed near the lead incision site. Near the time of the reported event, the pt was said to have participated in strenuous physical activity. The impacted area allegedly feels irritated when the pt's stimulation is in use, and a painful sensation is present when therapy is not in use. Otherwise, the pt's scs system is reportedly operating as designed and no impedance issues have been observed. A consultation with the physician will be scheduled to discuss a plan of action.